Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, the cartridge was cracked. Customer's blood glucose was 170 mg/dl. A new cartridge was loaded to address the event. Reportedly, customer used admelog insulin and tandem's technical support educated customer on cartridge/insulin labeling.